Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged and on x-ray the 'atrial lead screw pointing down in the atrium'. It was also reported that the right atrial (ra) lead exhibited intermittent capture and low p-waves. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.